Manufacturer narrative:
The device was evaluated by ventec where the reported issue of unexpected reboot was confirmed. Ventec then replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board.

Event description:
It was reported that the device required service. Upon evaluation of the device, ventec observed that it unexpectedly reboots by itself. There was no patient involvement associated with the reported event.